Event description:
It was reported that the customer's blood glucose (bg) level was 504 mg/dl; cause was not known. Customer delivered a bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.